Manufacturer narrative:
Patient information: not available. Date of event: not available. Health professional/occupation: not available. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked during use. No injury was reported.